Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 8 years post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a non-medtronic mechanical valve. The reason for the replacement was reported as rupture of two leaflets resulting in severe mitral insufficiency. It was reported that calcification was present. It was also reported that the patient had sudden dyspnea prior to replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets were flexible except where calcification was present. Extrinsic calcification nodules were found on the right cusp with leaflet deterioration from the free margin to the margin of attachment. Tissue deterioration due to calcification observed on the left cusp. Calcification nodules found on the left cusp at the superior coaptive junction of the right left commissural area. Leaflet deterioration found on the non-coronary cusp approaching the right non-coronary commissural area. Tissue deterioration due to calcification observed on the left right and left non-coronary commissures. Pannus encapsulated the right non-coronary commissure; calcification noted at the superior coaptive junction. Right and left cusps were in the closed position; non-coronary cusp was open touching the outflow rail. Thick, glistening off-white pannus lined the inflow and outflow sewing ring extending to the top and backs of all stent posts and outflow rail adjacent to the left cusp. Calcification found on all commissural areas. An unknown amount of pannus may have been removed during explant. Radiography revealed calcification on all commissural areas and leaflets. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pannus overgrowth and calcification are an inherent risk of surgical valve replacement and are considered common potential causes of valve deterioration/tearing, leading to insufficiency. Insufficiency related risks are addressed in the current risk management file. D9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.